Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue began. The patient detailed that he obtained a blood glucose result of ¿186mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with oral medications, (1 in the morning and 1 in the afternoon) diet and exercise and reported taking his usual dose of medication in response to alleged issue. The patient was unable to recall the exact date or time but confirmed that prior to the alleged product issue he developed symptoms of ¿trembling and overheating¿. The patient reported that he was treated with food and drink from an hcp. He stated that on an unspecified date and time he obtained a blood glucose result of 168mg/dl on an unspecified device. At the time of troubleshooting the cca noted that the patient correct unit of measure was used at the time of testing. The test strips were stored correctly and within expiry date. The patient conducted a control solution test which fell within lfs¿ acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and symptoms which meet lfs¿s criteria for a serious injury adverse event while using the meter and received hcp intervention. The subject meter could not be ruled out as a cause or contributor to the event.